Manufacturer narrative:
Patient's weight was not provided for reporting. Date of event is unknown. This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Date of implant: unknown. Reportedly, device was not explanted. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown plate. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported on (B)(6) 2010 the patient suffered an accident in itinere and was run over while leaving work. Patient suffered a fracture in the femur of the right leg and had to undergo two surgeries. Patient underwent first surgery on (B)(6) 2012. Patient had the placement of plaque. However, the work was not well performed since the patient felt a lot of pain and there is time to get up when he was sitting, he had to put the plate in place with the hands because it moved and raised up to the buttocks. One month after the surgery, the patient had to undergo another surgical procedure to place a new plaque. And even with the change of the plate, you feel that it moves when the author gets up after sitting. At the beginning of 2012, since the pain did not decrease, the patient returned to the hospital being examined and it was found that the plaque is broken. The medical orientation was for the patient to wait until the collared femur, as no further surgery would be necessary to remove the broken plaque. The patient had a reduction of 3.4 cm smaller to the right in relation to the lower limbs. (B)(4) captures patient undergoing another surgical procedure to place a new plaque. This (B)(4) captures the broken device. This report is for one (1) unknown plate. This is report 1 of 1 for (B)(4).

Event description:
Device report from synthes europe reports an event in brazil as follows: it was reported on june 06, 2010 the patient suffered an accident in itinere and was run over while leaving work. Patient suffered a fracture in the femur of the right leg and had to undergo two surgeries. Patient underwent first surgery on june 8, 2012. Patient had the placement of plaque. However, the work was not well performed since the patient felt a lot of pain and there is time to get up when he was sitting, he had to put the plate in place with the hands because it moved and raised up to the buttocks. One month after the surgery, the patient had to undergo another surgical procedure to place a new plaque. And even with the change of the plate, you feel that it moves when the author gets up after sitting. At the beginning of 2012, since the pain did not decrease, the patient returned to the hospital being examined and it was found that the plaque is broken. The medical orientation was for the patient to wait until the collared femur, as no further surgery would be necessary to remove the broken plaque. The patient had a reduction of 3.4 cm smaller to the right in relation to the lower limbs.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: updated device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.